Event description:
It was reported that during a laparoscopic cholecystectomy, the device was used to ligate the cystic artery and cystic duct. The feeding mechanism of the device did not line out the clips properly into the jaws of the device. Another device of the same product code was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. An investigation has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.